Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After placing olympus's 0.025 inch visiglide 2 in the intrahepatic bile duct, the physician straightened zebd-7-10/ lot# c1423528 ((B)(4)) with the straightener in order to advance it over the wire guide. Then, the pigtail got kinked, so it was replaced with another zebd-7-10/ lot# c1362625 ((B)(4)). However, the same thing occurred on the zebd-7-10/ lot# c1362625. Therefore, boston scientific's stent flexima was used instead to complete the procedure. There have been no adverse effects to the patient reported.

Event description:
This complaint is being reported under the FDA MDR malfunction precedence "stent kinked". After placing olympus's 0.025inch visiglide 2 in the intrahepatic bile duct, the physician straightened zebd-7-10/ lot# c1423528 ((B)(4)) with the straightener in order to advance it over the wire guide. Then, the pigtail got kinked, so it was replaced with another zebd-7-10/ lot# c1362625 ((B)(4)). However, the same thing occurred on the zebd-7-10/ lot# c1362625. Therefore, boston scientific's stent flexima was used instead to complete the procedure. There have been no avderse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Problem statement: the customer reported the following complaint issue: "after placing olympus's 0.025inch visiglide 2 in the intrahepatic bile duct, the physician straightened zebd-7-10/ lot# c1423528 ((B)(4)) with the straightener in order to advance it over the wire guide. Then, the pigtail got kinked, so it was replaced with another zebd-7-10/ lot# c1362625 ((B)(4)). However, the same thing occurred on the zebd-7-10/ lot# c1362625. Therefore, boston scientific's stent flexima was used instead to complete the procedure. This complaint report relates to the second complaint zebd-7-10/ lot# c1362625. Additional information: physician's comment: I have seen the event (stent kinking) occasionally when I worked in previous hospital, but never experienced that the same thing occurred on two devices in series. Diameter of the pigtail has become smaller than before. I definitely think that diameter of pigtail was bigger in the past. Sales rep's comment: I have reported kink in the stent several times before, but no action to improve the product has been made by manufacturer. Is the manufacturer not going to take it serious? Lab evaluation: 1 x zebd-7-10 device of lot # c1362625 was returned to cirl for evaluation. On evaluation of the returned device kinks were observed at side port # 1, 2 and 5 proximal end and a damaged backwall was found at #1 proximal end. A 0.035mm wireguide was passed through and stopped at porthole #1 due to kink on the first pass and passed through device with force on second pass. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, it is possible that the stent became kinked during straightening or passing over wire guide during handling. A precaution included in instructions for use, ifu0045-6 states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ is used. The complaint is confirmed as the failure was verified in the laboratory and the stent was found to have kinks and backwall damage. Documents review: a review of the manufacturing records for the device of lot # c1362625 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1362625; upon review of complaints this failure mode has not occurred previously with this lot # c1362625 . IFU review: it may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. As per the precautions section of the ifu0045-6; "care must be exercised when straightening the pigtails curls* in order to avoid kinking or breaking the stent." The japanese packaging insert c-es0202m14 rev. 8 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Prd/fqc/pkg review: prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The procedure records 'inspect for debris in or on product, kinks' and there is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. Summary: complaints of this nature will continue to be monitored for potential emerging trends.